Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2g5 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿

Event description:
It was reported that the cartridge bag broke after overfilling the cartridge. A new cartridge was loaded resolving the issue. Blood glucose level was in the 320's mg/dl range.